Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter was detached and severely kinked and stretched. No specific failure was reported against the device, therefore no assessment on the confirmation of the complaint can be made. No other problems with the device were noted. Based on the product analysis, it was determined that the returned part of the guide catheter was kinked, stretched, and detached, it's most likely that the observed issues of "kinks and stretched" may have occurred while the user attempted to pull out the guide catheter and some resistance was experienced taking the user to apply an extra force that ended detaching the guide catheter and causing it kinking and stretching. Therefore the most probable root cause for this event is "adverse event related to procedure". A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
A flexima biliary stent was returned to boston scientific corporation. This product was returned to the manufacturer without any report of performance issues or adverse patient effects. This event has been deemed reportable based on the investigation results; guide catheter detached/separated.